Manufacturer narrative:
(B)(6). Date received by manufacturer: 03sep2019. (B)(4). Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection and dimensional verification of the imaging provided were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for inspection, but imaging was provided and reviewed. The image reviewer noted that the right iliac leg was completely thrombosed. Both iliac legs began about 16 mm above the flow divider with the right leg having a 53 mm overlap in the ipsilateral limb. No kinks, significant bends, or significant lumen narrowing were noted in the right leg. Additionally, a document based investigation evaluation was performed. A review of the device history record could not be completed due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: the main body IFU t_zlpcin_rev6: ¿note: if using this device in conjunction with the zenith spiral-z aaa iliac leg, refer to the appropriate instructions for use for these devices for deployment and overlap instructions.¿ therefore, the following IFU reference for the placement of devices is from the zenith spiral -z-aaa iliac leg IFU is applicable. Per IFU t_zaaasz_rev3: ¿excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis.¿ the image reviewer states the overlap on bilateral legs is 15-16 mm above the flow divider. The zsle-11-56-zt graft placement was described as successful and patent within 2 days post operatively but was non-patent 192 days post-op. There is no information regarding the cause of patency loss. There was no migration or kinking noted. Per IFU t_zaaasz_rev3: ¿patients with a poor outflow or a hypercoagulable state (e.g. Cancer) may be at an increase risk of a thromboembolic event.¿ based on the information provided, a review of imaging, and the results of the investigation, a definitive cause was not traced to the device, but to adverse events related to patient condition. The image reviewer noted both iliac legs were placed higher above the main body bifurcation than recommended in the IFU, which may increase the risk of limb thrombosis. Additionally, the patient's pre-existing conditions, such as being a smoker and suffering from prostate cancer, could increase the risk of thrombotic events. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
It was reported that the patient underwent a fem-fem-bypass for treatment of the loss of patency on (B)(6) 2014, 303 days post procedure. The patient did recover with that treatment. Additional imaging has been provided. No other adverse effects have been reported for this incident.

Manufacturer narrative:
Investigation/evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. No issues were found related to the reported complaint. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for investigation. A physical analysis of the actual device could not be performed. Follow up images were not collected as part of the study; therefore, we could not perform image reviews. A review of the device history record was not possible due to insufficient lot information. Occlusions can be caused by damage to stents, migration of the device, kinks of the device, or thrombo-embolus. The site noted no damage to the device, no migration, no kinks, and no endoleak. The patient was a current smoker and had severe systemic disease at the time of reported loss of patency. Per the IFU, "patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." The investigation into a root cause for the loss of patency is based on the reported smoking of the patient and the lack of damage, migration, or kink in the stent. A possible root cause for the loss of patency is patient condition-related. The definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
On (B)(6) 2013, the electively selected patient with an asymptomatic aneurysm with maximum diameter > 5 cm, which required placement of endovascular stent graft, underwent a procedure and had three cook devices implanted: main body, below renal (catalog # zalb-30-84), left iliac leg, in external iliac (catalog # zsle-11-56-zt) and right iliac leg, in common iliac (catalog # zsle-11-56-zt). At day of procedure, the patient presented with a maximum aneurysm diameter of 51 mm and a proximal neck diameter at lowest renal artery was 24 mm. The outer diameter of the left iliac was 10 mm and the outer diameter of the right iliac was 9 mm. It was classified as parallel. The procedural imaging revealed patent devices at the conclusion of the procedure and no kinks or endoleaks were observed. No additional procedures were performed and the index procedure was defined described as successful. On (B)(6) 2013 (two days post-procedure), the post procedure imaging revealed a maximum aneurysm diameter of 50 mm and right and left iliac were both 10 mm. The devices were patent and intact and there were no migration, kink or endoleaks observed. On (B)(6) 2014 (192 days post-procedure), the six month follow-up was performed. The imaging revealed a maximum aneurysm diameter of 45 mm and right and left iliac were both 9 mm. The main body device and the left iliac leg device were patent but the right iliac leg device was not patent. The devices were intact and there were no migration, kink or endoleaks observed. On (B)(6) 2015 (570 days post-procedure), the 12 month follow-up was performed. The imaging revealed a maximum aneurysm diameter of 44 mm. The main body device and the left iliac leg device were patent but the right iliac leg device was not patent. The devices were intact and there were no migration, kink or endoleaks observed. On (B)(6) 2016 (815 days post-procedure), the 2 year follow-up was performed. The imaging revealed a maximum aneurysm diameter of 44 mm. The main body device and the left iliac leg device were patent but the right iliac leg device was not patent. The devices were intact and there were no migration, kink or endoleaks observed. On (B)(6) 2017 (1210 days post-procedure), the patient died from prostate cancer. The death was marked as *not related* to product, procedure and aneurysm. No death report or autopsy report is available. The site noted that the patient didn¿t have a aaa stent graft at time of death. They have been queried about that information.